Event description:
Reporter stated the customer experienced symptoms of hypoglycemia around 5:00 p.m. He did not measure his blood glucose, but he drank cola and ate grape sugar and one banana. He does not recall any events from 7:00-9:00 p.m. Around 9:00 p.m., he "woke up in the car" and an emergency doctor was called. His blood glucose was lower than 7 mg/dl. He was treated with a glucose infusion and felt better around 10:15- 10:30 p.m. He lost consciousness again around 11:00 p.m. And was treated with another glucose infusion and admitted to the hospital. The customer believes the infusion device does not deliver insulin correctly. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.